Event description:
A report of a patient experiencing communication issues between her implantable pulse generator (ipg) and external devices was received. The patient began having communication problems after landing on her ipg site. After a troubleshooting attempt was successful, the patient's physician decided to replace the ipg. The patient underwent a revision surgery, in which the ipg was replaced. The patient is reportedly doing well.